Manufacturer narrative:
Device powered up properly after battery installation. No display anomaly, back light anomaly, or missing segments/partial display noted. The pump passed the sleep current measurement, active current measurement, self test and displacement test. The adapt graph confirmed the unloaded voltage and loaded voltage was within spec range. Device was monitored for a day and no dimming of display while buttons pushed, missing/segments/partial display, or back light anomaly noted. Device was received with scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had issue with the pump's display. When customer push the button, sometimes no light at all, sometimes it will bright then white. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.